Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8980bc dx knotless swivelock, an ar-8913ds mini tightrope, and an ar-7237-7 fibertape could not be easily implanted. The patient's bone was hard, so the surgeon tapped the implants in with a mallet to place them in the tunnel. This was discovered during a lisfranc procedure on (B)(6) 2024. One to two weeks later, on (B)(6) 2024, the patient underwent revision surgery to have all the products explanted. The ar-8980bc dx knotless swivelock anchor had pulled out of the medial cuneiform bone. The lisfranc ligament plasty procedure was completed using an ar-8913ds mini tightrope from lot number 15242118, an ar-7237-7 fibertape from lot number 15081694, and an ar-8922 suture button from lot number 15166049.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.